Manufacturer narrative:
Analysis of the pump ((B)(4)) identified a low battery reset had occurred but could not determine the cause. Medtronic developed a design change resolving the issue of high battery resistance and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-13, the pump was returned for disposal with no complaints associated with the pump. The pump was used to deliver baclofen (1,000 mcg/ml, 6.1 mcg/day).